Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure stent damage occurred. The physician was attempting to treat a severely calcified, severely tortuous 100% cto (chronic total occlusion) of the distal rca (right coronary artery). The physician pre-dilated the lesion with a competitor's 1.3x10mm balloon dilation catheter. The physician then attempted to cross the lesion with a taxus express2 3.00x16mm drug eluting stent catheter, then stent delivery system (sds) was unable to cross the lesion. When the sds was removed from the pt the physician noted that the "stent strut lifted up." The procedure was completed with an unk stent. There were no pt injuries or complications noted. The pt condition was reported as "good".

Manufacturer narrative:
The unit has not been returned for analysis; a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The event will be assigned the most probable root cause classification of operational context.